Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015-device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump was powered on and the audible alarms were not functional. The pump case was removed, and the piezo was observed to be cracked. The cracked piezo was replaced with a test piezo, and normal audio alarm function was restored in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 11/10/2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.